Manufacturer narrative:
Device evaluation summary: the device returned with the external slider in the home position. A kink was observed on the graft cover at the end of the stent stop. A gap of 1.0mm was observed between the graft cover tip and the taper tip. Deformation and material lifting were visible to the graft cover tip. The reported positioning difficulties were confirmed though analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported difficult to position and the gap between the tip of the delivery system and graft cover could not be confirmed on the pre-implant film returned, therefore, the cause of the event could not be determined. Complete pre-implant CT's did not allow a more thorough assessment of the pre-implant anatomy. Procedural angiograms showing attempts to advance the delivery system through the vessel was not available for review. A part from the mild calcification noted in the right common iliac artery, analysis of the returned films did not reveal any obvious anatomical characteristics that could have explained the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the endovascular treatment of a 70mm aaa   it was reported after the main body was delivered via the left approach, an attempt was made to deliver the stent graft enlw1620c120ee through the right approach, however this could not be achieved. Repeated attempts were unsuccessful. Other limbs enlw161695 and enlw162095 were used to complete the operation. It was reported that after the delivery system was removed from the body, it was observed that the gap between the tip of the graft cover and the tip was larger than usual. The physician tried to reduce the gap, but it did not work. The delivery system was attempted to be introduced again, but still could not be positioned it was confirmed that the tip connection was not checked before use so no problem was found. Per the physician the cause of the event was anatomy and suspected access vessel stenosis affected the stent implant.  No additional clinical sequalae were provided and the patient is fine.